Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup mode due to a magnetic resonance imaging (MRI) procedure. The inappropriate reset inactivated the high voltage (hv) therapy function of the ICD. The patient was asymptomatic. The ICD was reprogrammed to its nominal settings successfully and the patient was in stable condition.